Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been hospitalized twice. Customer stated that once it was due to the insulin pump going into threshold suspend. Customer is upset that the sensor does not seem to work and does not like all the alarms he received. Customer stated that he went to insulin shock. His blood glucose went from over 600 to 110 in 3 hours. Customer stated will talk to his doctor about lowering his basal rate by (B)(6) of 1.85 units per hour. Nothing further reported.